Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient experienced the following on account of her asr left hip implant: synovitis; mechanical complications caused by left total hip replacement; tissue necrosis and inflammation; pain; disfigurement; and loosening of the prosthesis. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Doi: (B)(6) 2009 dor: not yet scheduled (left hip). (B)(6). Update 09/12/2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 17 mar 2015: rec'd der with revision date, patient height and weight,activity level, sales rep, surgeon. Invoice with stem and sleeve details. (B)(4) 2015. Loosening stated on legal letter but not on der - therefore put loosening on every product as no particular product mentioned - (B)(4) 2015.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 8/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported synovitis. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).